Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized for another indication and was later discharged. One day after the peritonitis onset, the patient was again hospitalized and was treated with vancomycin injection (1gm, once in 4 days, ongoing) and amikacin injection (125mg, once a day, ongoing) for peritonitis. The patient was still recovering from the peritonitis event when they passed away ten days after the peritonitis onset (in the hospital). The cause of death was reported to be due to sepsis. It was reported that an autopsy was not performed. Pd therapy was ongoing prior to and at the time of death. No additional information is available.